Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified mid left anterior descending (lad) artery. A 2.00mm x 20mm emerge balloon catheter was advanced for dilatation and the balloon was initially inflated on unspecified pressure. However, on the second inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with an unspecified size quantum balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factor. (B)(4).